Manufacturer narrative:
No sample was returned for investigation. A review of the device history records for this product type did not show any rejects written for this type of issue. The most recent inspections showed tensile values exceeded the minimum break strength permitted by the specification. Physical requirements for this product include pull testing performed for punched drain and funnel and drain connector. The drain tube is also tested for elongation. No info was rec'd to conclude that there were any deficiencies in the product or the mfg process that may have caused or contributed to the reported problem. This type of failure mode is not common to this product.